Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert associated with battery depletion. Technical services (ts) reviewed device data and confirmed this s-ICD exhibited premature battery depletion. As a result, device replacement within 90 days or more frequent monitoring was recommended. This s-ICD remains in-service at this time. No adverse patient effects were reported.